Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from the torque defining screw head becoming stripped when it was initially implanted, which prevented disassembly. There is no evidence to suggest the reported failure was caused by a design or manufacturing-related issue. However, this cannot be confirmed because the component was not returned for evaluation and images of the device were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right rtsa (reverse total shoulder arthroplasty). Subsequently, their shoulder dislocated, and the surgeon had planned to remove the +0 humeral liner/+0 tray to build up in size. During surgery, the surgeon had noticed that the torque screw in the humeral tray was stripped, and he could not remove it. The surgeon went over his options and decided not to remove the stem. He then trialed the +2.5 constrained humeral liner and deemed it stable (captured in MFR# 1038671-2023-01269). No pieces of deice fell into the wound site. There was a 5-15 min delay, the patient did not experience any adverse events as a result of surgical delay. Patient was last known to be in stable condition following the event.